Event description:
It was reported that, "stem inserter would not lock to hip stem, action: used ball stem impactor: outcome: stem was placed properly."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.